Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Event description:
Evaluation summary: the trellis odu and catheter were received for evaluation. The dispersion wire of the odu was twisted and pulled out of the shipping hoop. The two balloon syringes were still attached to the manifold ports. The stopcocks were both open and there was inflation media in the syringe chambers. The distal balloon syringe was compressed and a leak was noted at the distal end of the manifold. The syringe plunge was pulled back to generate a vacuum in the system. A leak channel was noted through the manifold adhesive.

Event description:
The trellis balloon was prepped per IFU but when inflated in the patient it ruptured instantly. 3:1 saline to contrast solution was used.